Manufacturer narrative:
Top cover and fire barrier were replaced.

Event description:
It was reported by service report that there was a bad odor from fluid intrusion in the middle of the mattress. No pt involvement or adverse consequences are reported.